Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose decreased to between 50 and 60 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient visited the clinic and received a glucose infusion for treatment.

Manufacturer narrative:
Download data did not show any timeouts or drive stalls and no alarms were generated that would indicate an over delivery of insulin. No damages or defects were observed that would indicate an over delivery of insulin